Event description:
During routine daily testing, the rptr stated the device made an loud popping sound during a test load discharge. The rptr stated no injuries occurred to the operator as a result of the alleged malfunction.